Manufacturer narrative:
One photo of a 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320561. Visual examination was carried out on the returned photo and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that during use of the bd micro-fine¿ insulin pen needle the needles are clogged. Foreign complaint the following information was provided by the initial reporter, translated from german to english: the needles are clogged.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd micro-fine¿ insulin pen needle the needles are clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needles are clogged.